Manufacturer narrative:
As of this filing, no response received from the user facility in regards to the product availability for evaluation and/or additional patient/event information. A final follow-up certified letter has been sent to the user facility on 18-aug-2015 and a supplemental and final report will be filed upon receipt of the requested information/product and the completion of the investigation. Device has not been returned to date.

Event description:
On 30-jul-2015, conmed received a "user voluntary medwatch report (B)(4)" forwarded by the FDA. Listed below is the event description as provided on the user medwatch report. "The patient was having an esophagogastroduodenoscope (edg) procedure with esophageal dilation. During the start of the procedure the patient was moving around a bit, and then was still. The physician biopsied the esophagus, distal and middle. Then the wire for dilation was inserted. The physician dilated with a 54 french dilator without difficulty. When the dilator and wire were removed, the end of the wire was bent at 90 degree angle at the end of the dilator. The physician re-scoped the patient, blood was noted in the esophagus and the physician stated the patient had an esophageal tear and needed to go to the ER after recovery. After the incident, we checked our inventory of guide wires and several were found to have bends in the tip". Despite multiple follow-up requests, the end-user facility has not yet responded to any requests for additional information surrounding the event. To date, there has been no additional information received regarding the patient's latest condition or indication that any long term adverse effect has occurred.

Manufacturer narrative:
This supplemental report corrects a minor discrepancy in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document # (B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. (Type of reportable event): corrected to serious injury.

Manufacturer narrative:
Despite multiple attempts, requests made to the user facility to return the product for evaluation and to provide additional information have gone unanswered. The involved guidewire therefore, was not returned to conmed for evaluation. Additionally, no visual evidence (photographs) of failure was made available. Without the involved device, an evaluation and failure analysis could not be performed and the root cause of the reported problem therefore could not be determined. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. The device manufacture date is unknown and thus it is not known if the device was used past its useful life. A 2-year review of the device complaint history showed six (6) similar complaints received for "bent" spring tip. During this same 2-year time frame, over 16,499 units were sold worldwide, making the occurrence rate for this failure mode 0.036 percent. It should also be noted, of the six (6) similar complaints, this is the only one (1) related to an adverse event in the past two years. In this instance, the exact cause of the alleged "bent" spring tip was unable to be determined. However, evaluation of similar complaints revealed that the bent/damaged spring tip can occur if excessive force was used during the procedure and/or during cleaning of the guidewire and the spring tip between each use. Additionally, this is a reusable device and the number of surgical uses and the cleaning/sterilization cycles was not provided by the end-user. The lifespan of the device is determined by the end-user and defined in the instructions for use (IFU), which states: "carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked." The investigation result did not lead to the conclusion that anything associated with the manufacturing process caused or contributed to this reported incident. The marked spring tip guidewire is a solid metal mandrel with a flexible variable thread spring attached to it. The marked spring tip guidewire is to be used with american dilators and is compatible with key med, savary, eder puestow, and celestin esophageal dilatation systems. To reduce the risk of the spring tip bent and/or breakage, and to reduce patient injury, the IFU provides the following precautions and warnings: precautions: radiological monitoring of the guidewire in the gastric cavity is recommended when introducing and removing dilators. Warnings: - the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. - since the marked guidewire is a reusable device that is subjected to varied use and cleaning environments, the life span of the product cannot be guaranteed. In particular, less than 1% of the spring tips have been reported to have become dislodged during reuse or cleaning. Dislodgement of the spring tip during use may require endoscopic removal of the spring tip. Failure to remove the tip may lead to the perforation of the esophagus, stomach or bowel and the consequences customarily associated therewith, including death. - carefully inspect the guidewire after each use. Inspect the flexible spring tip and discard the wire if the tip appears to be bent or fatigued. Also inspect the soldered joints and discard the wire if the soldered joints appear discolored, loose or cracked. Instruction for cleaning: the guidewire should be cleansed by a thorough mechanical scrubbing using soap and water. Avoid using excessive force on the wire and spring tip while cleaning. Do not bend or twist the spring tip as it may cause the soldered joints to deteriorate. Instructions for disinfection also can be found on the device IFU.